Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Section d10 concomitant products: vessel sealer extend (part number: 480422-03/serial number: (B)(6)).

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was grasping bladder tissue when the surgeon was unable to manipulate the instrument as intended. The surgeon describes the procedure as a difficult hysterectomy with a large fibroid uterus. After removal of the uterus vaginally the v-care (third party) was reinserted. After re-insertion of the v-care vaginally the cuff of the v-care injured the right uterine vessel, causing bleeding. The vessel sealer extend (vse) instrument was used to grab and retract the bladder to hold it away from the vaginal cuff, no energy was applied. The vse produced an error, and the surgeon was unable to release the bladder tissue from the jaws. The bedside assistant then used the grip release slider to successfully release the bladder tissue, the instrument was removed from the cannula without any complication. There was no injury to the bladder, and no intervention was required. The surgeon then addressed the right uterine vessel bleeding, which was noted to not be related to any da vinci instruments or complications. Estimated blood loss was 500ml. The procedure was completed robotically. The patient is recovering well.